Event description:
It was reported the patient underwent surgery to revise her scs ipg on (B)(6) 2010. The reason for the revision is undetermined at this time. The patient scs system was removed on (B)(6) 2013 (ref medwatch #1627487-2013-08385).

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.